Event description:
It was reported that surgery time was extended beyond 30 minutes.

Manufacturer narrative:
The affected device was returned and evaluated. As indicated within the dimensional inspection report, all critical dimensions were checked. No features were found to be out of the print specification. With the information currently available, our investigation cannot determine any potential causes of the stated failure.